Manufacturer narrative:
Continuation of medical devices: 4592-53 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.